Manufacturer narrative:
Type of investigation: (B)(4) lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2; -9.50 diopter implantable collamer lens that was intended for the patient's right eye (od); had tore during loading. The tear was noticed during injection/delivery into the patient's eye. There was no patient contact. Intraoperatively a replacement lens was implanted and this resolved the problem. The cause of the event was reported as unknown.